Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2011, clinic notes from a vns treating physician's clinic notes were received. Review of the clinic notes dated (B)(6) 2011 revealed that the vns pt has borderline sleep apnea, per her grandmother. The physician also reports that the pt doesn't feel the magnet stimulation. A sys diagnostics test was performed which showed output = ok/lead impedance = ok/dcdc = 2/neos = no. The pt's settings at that time were output = 2 ma/frequency = 25 hz/pulse width = 250 usec/on time = 7 sec/off time = 0.3 min/magnet output = 2.5 ma/magnet on time = 30 sec/magnet pulse width = 250 usec. The total operating time was 54, 431 hours and 7 minutes. A battery life calculation was performed with the programming history in the MFR's programming history database. The battery life calculation revealed that there is about 0.27 years left until eri = yes. Good faith attempts for add'l info from the physician have been to no avail thus far. Although surgery is likely, it has not yet occurred. When add'l info is received, it will be reported.